Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6 the reported event was unable to be confirmed, as no product or pictures were provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: 00801803602 femoral head 0x36mm dia 62352890. 00710505836 xlpe rev lnr 0 deg 58x36 61456794. G2: foreign: australia . Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent hip arthroplasty. Subsequently, the patient had a fall and had subsequent periprosthetic fracture below the level of the stem insitu. The surgeon revised by removing the stem, and the liner and implanting a competitor revision system + cemented in our cup into the existing cup. There was also a plate that broke in half during the fall; however, this was implanted separate to the primary hip implants. Plate was removed and replaced with a competitor product at the time of the revision surgery.